Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - clinical director. The actual device was not returned for evaluation. Based from the results of our investigation, the root cause of the complaint could not be identified. The condition of the actual sample was not confirmed since it was not returned for evaluation. Retention samples were confirmed free from defects that will affect activation of safety sheath. Related functional testing such as sheath activation and deactivation were all passed. In addition, the safety sheath was successfully activated and no abnormality such as protruding of cannula was noted similar to the complaint. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problem. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. All samples passed. Records showed the complaint lot was part of affected range of nonconformity related to sheath collar fitting. Defects found were segregated and disposed accordingly. We have proper instruction for usage of sg3 needle that is addressed in the IFU as provided in the leaflet in which warnings, cautions and precautions are indicated. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (B)(4) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that when the user attempted to close the safety needle cover the needle did not enter the channel in the needle cover but was bent forward. There was no patient injury/medical or surgical intervention. There was no injury to the patient. The procedure outcome was fine. Additional information was received 30january2020: it was reported that there was no needle stick as a result of the difficulty activating it into the cover (safety sheath). There was no impact on the patient or health care worker.